Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone that the insulin pump screen was not coming back on and pump keeps vibrating. Customer¿s blood glucose was 360 mg/dl at the time of incident. Customer stated that the insulin pump had insulin flow block alarm. Customer stated that the auto mode was not working. Customer was assisted with troubleshooting and auto mode was working. The insulin pump will not be returned for analysis.